Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set leakage issue where drops of insulin were observed coming from the back of the infusion set event on (B)(6) 2025. The leakage was from the tubing. No further information available.